Manufacturer narrative:
The manufacturer received information alleging an evergo oxygen concentrator that was alarming. The patient was taken to the hospital for hypoxemia, weakness and cardiac decompensation. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an evergo oxygen concentrator that was alarming. The patient was taken to the hospital for hypoxemia, weakness and cardiac decompensation. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.